Manufacturer narrative:
Upon receipt in our (B)(4) laboratory, a thorough evaluation of the device was performed. Initial evaluation noted the previous battery status in memory was good' with an effective magnet rate of 90ppm on (B)(4) 2010 which was the day of explant. The device did not declare elective replacement time (ert) while implanted. Laboratory analysis confirmed the device passed a series of manual and automated diagnostic testing that verified the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage. Longevity calculations show that the estimated one year remaining noted when the programming changes were made was accurate. The device was on track to meet or exceed the minimum longevity estimates at the parameters noted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this pacemaker was being explanted for normal battery depletion. The caller reported that the last interrogation of this pacemaker showed less than 0.5 years of longevity remaining. The device had been reprogrammed from 3.0 v to 2.5 v and the rate response was turned off. After these programming changes, longevity remaining was one year. A boston scientific crm technical services consultant informed the caller that the pacemaker needs approximately one week of new battery measurements before a more accurate measurement of remaining longevity is displayed.